Manufacturer narrative:
Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 472 mg/dl; cause was unknown. Customer required assistance from the contact to address bg with a correction bolus via the pump. Reportedly, customer was not performing the proper air removal techniques. The customer continued to use the pump for insulin therapy.